Manufacturer narrative:
(B)(4). Visual examination of the returned uphold lite revealed that the suture on the blue with white stripe dilator was broken. The remainder of the suture with dart was returned. In addition, the suture on the blue dilator was cut. The remainder of the suture with dart was not returned. Analysis also revealed that there was no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite device was used during a sacrospinous ligament fixation with mid-urethral sling procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the physician deployed the second leg, the suture broke and detached along the with the needle. The detached piece was removed from the patient. The procedure was completed with a different device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.